Event description:
It was reported " when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared to be properly aligned. One partially formed staple was observed to be stuck at the front of the device. The stapler was returned with 7 staples remaining in the cover block, indicating that at least 28 staples were fired by the customer. Additionally, the trigger was returned partially engaged. Evidence of use in the form of biological material was not present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. First, the partially formed staple was manually removed. It could not be conclusively determined how the staple became stuck at the front of the device. Upon full engagement of the trigger, the first two staples properly formed and released. To simulate insertion into the skin, the remaining four staples were fired into a simulated skin pad. All remaining staples properly formed and released in the skin pad. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Visual examination of the returned sample revealed that one partially formed staple was stuck at the front of the device. First, the fully partially staple stuck at the front of the device was manually removed. It could not be conclusively determined how the staple became stuck at the front of the device. After removing the fully formed staple, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as the sample is pending to be returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot# 73a2400931 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly.without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.